Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for; four unknown screws. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported by the pediatric surgical unit that on (B)(6) 2013 the implementation of a locking compression plate took place in a patient who has a foot equine. On (B)(6) 2014, during the extraction plate, the surgeon noted that screws pitches were broken. A reversed screwdriver was used to remove the four proximal screws. The last two screws are difficult to remove. A first a steel drill bit was used for drilling the screw heads, and a second to break the screws. The last two screws could be extracted with the use of extraction cones. The plate and screws were not kept. The surgery was prolonged about 20 mins / (B)(6) 2015. This report is for four unknown screws. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Patient information is not available for reporting. (B)(4). PMA 510(k): unknown, as specific part and lot numbers were not provided for the complainant screws. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient sustained an injury to/lesion on the tendon that was treated with plaster support for six (6) weeks.